Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior and posterior repair procedure. As the physician was pulling the first leg assembly through the ligament with the capio device, the needle detached and fell inside the patient. The physician attempted to look for the detached needle by palpation but was unsuccessful, so the needle was left inside the patient. The procedure was completed with the same uphold mesh and a stand-alone capio device, with no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) needle detachment. (B)(6).